Event description:
It was reported that the customer's insulin pump has continuously been receiving no delivery alarms. The customer's insulin pump has also been turning off randomly. The customer's blood glucose was unknown. The customer declined troubleshooting. Advised to discontinue use of the insulin pump and revert to back-up plan per healthcare provider's instructions. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.